Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), blood in/on helix/lobe mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead had fixation difficulty from helix not extending despite multiple attempts. Different lead was implanted. No patient complications have been reported as a result of this event.